Event description:
While turning pt, channel stopped working. A red and white error message came up saying no communication. Epinephrine was infusing when channel stopped. A new channel was switched out immediately and drug restarted. Drug stopped no more than 2 min. Pt was a dnr. Family was outside room at time of turn. Dr. Was at bedside at time of turn. He was there to discuss end of life care with family.